Event description:
Note: this report pertains to the first of two devices that failed during preparation prior to the same procedure. It was reported to boston scientific during preparation prior to an endoscopic retrograde cholangiopancreatography procedure (ercp) of the common bile duct, the sphincterotome's tapered tip was noted to be torn as the device was removed from the packaging. Another similar sphincterotome was removed from its packaging and the same issue was noted. The procedure was completed with the use of a third sphincterotome. No pt complications were reported as a result of this issue and the pt was reported as "ok" following the procedure. Refer to associated MFR report # 3005099803-2008-05422 for a description of the first.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The lot number of the device in question was unable to be provided. The subject device was not returned for product analysis as it was disposed of by the user facility. Based on eval of other similar device with the same issue of a torn and/or split tip, the most probable root cause is related to handling damage during the removal of metal mandrel from the distal tip during unpacking of the device. During mfg, the tome devices are 100% inspected for tip integrity.